Manufacturer narrative:
This is an initial report. A final report will be submitted at the conclusion of an investigation.

Event description:
The customer states that a female pt complaining of thirst with signs of dehydration and on calcium supplements generated an initial architect c8000 calcium assay result of 4.4 mmol/l (17.6 mg/dl). The sample was retested and generated a result of 4.14 mmol/l (16.56 mg/dl). The pt was hospitalized and blood was redrawn that generated a calcium result of 2.4 mmol/l (9.6 mg/dl). The initial sample was then retested and generated a result of 2.14 mmol/l (8.56 mg/dl). The customer states that, the initial sample arrived at their lab late on a friday, was centrifuged and stored at 4 degrees centigrade on gel over the week-end. The sample was tested the following monday morning. Controls were within specs. The pt was released from the hospital with no further impact to pt mgmt reported.